Manufacturer narrative:
H4: the lot was manufactured 03/19/2026-03/20/2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 clearlink continu-flo solution sets with duo-vent spike were "leaking/not flowing or connecting to port" during set-up in the ICU (intensive care unit). There was no patient involvement. No additional information is available.